Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "clinical effects of cisplatin plus recombinant human endostatin (rh-endostatin) intratumoral injection on malignant central airway obstruction: a retrospective analysis of 319 cases". The literature reported the result of 319 patients with malignant central airway obstruction of cisplatin plus recombinant human endostatin (rh-endostatin) intratumoral injection procedure using the olympus bf-260 or non-olympus device from between january 2007 and june 2016. In the literature, it was reported complication as follows; mild hemorrhage (56 cases). Nausea (46 cases). Vomiting (19 cases). Lung infection (3 cases). Cough (101 cases). Fever (24 cases). There are not mentioned that these complications were related to the product in question. The literature states that "three patients had lung infection post treatment and were cured in 7 days" and "no serious complications were observed". But, omsc assumes that the "lung infection" might be caused or contributed to a serious injury due to being cured in 7 days. Therefore, omsc assumes that the event was an adverse event to submit. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Omsc will submit one medical device report (MDR) of the subject device for the "lung infection".